Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for gastrointestinal/ pelvic floor. It was reported (B)(6) 2018 that patient's therapy hadn't been working properly for sometime, clarifying that they couldn't get any sleep because they were urinating so often. Patient stated they were in the bathroom all night with disposable underwear and pads. They further stated they were up to 6 pads a night plus disposable underwear. Prior to the call, patient increased to 2.0 and then try decreasing because they thought their maximum stimulation level was 2.0. It was reviewed that the stimulator has the capability to increase to 8.5. Patient stated they have called their healthcare professional (hcp) this morning and made an appointment to check her stimulator. During the call, patient's programmer showed stimulation was on, set to program 1 at 1.9 v. Patient reported they hadn't felt stimulation so they increased from 1.9 to 2.9, and confirmed feeling stimulation at a comfortable level in between her legs. Patient was redirected to follow up with hcp if problem does not resolve. On (B)(6) 2018 the patient called in again and reported they were seeing crazy readings for several months. The patient saw the ins battery level low screen, which they had not seen before and patient services reviewed eri (early replacement indicator) considerations. The patient had an allegation/dissatisfaction with ins longevity as she was told by one hcp the ins would last 10 years and another told her 5 years. Patient also reported they had tried program 1 (p1) and p2 and that helped for a while, but now she has no control at night. Patient wears pads and runs to the bathroom to change them because they are wet, as is to the point of sleeping only an hour at a time. Patient states she has not slept in 4.5 years. Patient wanted to try p3. Troubleshooting showed patient was on p1 and was walked through changing to program 3 at 2.8 volts and could feel stimulation which she hasn¿t felt in weeks. Patient said she never felt stimulation until calling in june and adjusting programs, and when she lays down doesn¿t feel anything. The patient planned to contact their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's spouse: patient was looking for new hcp but hadn't found one yet. No further complications were reported.